Event description:
It was reported that the customer went to the emergency room (ER) due to a high blood glucose (bg) level of 441 mg/dl. The customer was treated with manual insulin injections of lantus. At the time of the report with tandem technical support the customer was still in the ER. Reportedly, a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Multiple follow up attempts were performed to obtain additional information, however, customer did not respond.